Event description:
The patient reported swelling at the device site and that the device vibrates or is not steady all the time. The patient believes this is due to a transformer in the patient¿s garage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).